Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead implanted: (B)(6) 201; 429688 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst noted that capture thresholds were high measuring at greater than 2.5 volts with capture management. The analyst was unable to verify loss of capture and undersensing.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and non-capture. It was further determined that the ra lead appeared to have dislodged from it's original implant position. The ra lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.